Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) 3004753838-2024-287040 and 3004753838-2024-287040-01 were reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g3: date received by manufacturer - additional h2: additional information/correction h10: corrected data h6: type of investigation -correction. H6: investigation findings -correction.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.